Event description:
It has been reported to philips that, system could not make fluoroscopy. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device did not expose. After reviewed the log file and did some inspection the fse confirmed that the adu status indicator is abnormal. The fse replaced the anode drive unit. After replaced anode drive unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.